Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, update section h3, and to provide the completed investigation results. One used 6fr 45 cm destination sheath was returned for product evaluation. The dilator was not received. No other accessory components were returned. Visual inspection revealed that the shaft of the sheath had broken into three pieces. In addition to this, there were several kinks and the inner stainless-steel coil was exposed at different segments of the sheath. The device history record (DHR) was reviewed and the following observations were made. The three-point bend value was measured to be 0.32 lbf which was within specification of 0.11-0.57lbs. The hub to sheath strength was measured to be 11.30lbf which is within specification greater than or equal to 4.4lbs. The tubing tensile strength was measured to be 12.85lbf which is within specification of greater than or equal to 8.0 lbs. All three measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the combination of sheath manipulation in light of resistance due to significant amount of scar tissue and calcification paired with the patient's previous medical interventions, and the absence of a dilator while withdrawing the sheath may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 12aug2020. There was significant scarring at the access site. The patient had several interventions previously. There was resistance experienced during the entry and withdrawal of the device. There was significant calcification present. The procedure being performed was a peripheral case. The doctor stated that the dilator was not in when the sheath was taken out, which he thought probably caused the sheath to break.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after completing the main part of case and getting ready to close, the physician was withdrawing the destination sheath, and a portion of it was left in the patient. A vascular surgeon performed a cut down and removed the portion that was left in patient. The issue was resolved without further complications, and the procedure was completed successfully. Additional information was received on 13jul20. The patient was reported to be in stable condition. The procedure was a peripheral procedure via femoral access.